Manufacturer narrative:
Analysis confirmed the reported calibration issue; pointer and stylus aligned during calibration, however after incoming functional test pointer and stylus drifted apart. Overlay found out of electrical specification. Analysis could not confirm flickering of the display; no fault found. Analysis also found the programmer was contaminated in the printer area and the analyzer compartment. Contamination found on the inside of the programmer. Printer drawer was missing paper guide, lower case replacement handle was broken, and the keyboard connector was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was flickering, and the pen was unable to be calibrated. The programmer has been returned for service. There was no patient involvement.